Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results from 4 patient samples tested for ft3 - free triiodothyronine (ft3 iii), free thyroxine (ft4 ii) and thyrotropin (tsh). Based on the data provided, the ft3 iii results for all 4 patients were erroneous. No erroneous results were reported outside of the laboratory. On (B)(6) 2015 patient 1 initial ft3 iii result was 10.49 pmol/l. On (B)(6) 2015 the sample was repeated twice on the same e602 analyzer with results of 4.37 pmol/l and 4.55 pmol/l. On (B)(6) 2015 patient 2 initial ft3 iii result was 8.91 pmol/l. On (B)(6) 2015 the repeat result from the same e602 analyzer was 4.86 pmol/l. On (B)(6) 2015 patient 3 initial ft3 iii result was 12.02 pmol/l. On (B)(6) 2015 the sample was repeated on the 2nd e602 analyzer and the result was 5.32 pmol/l. The sample was also repeated on the 1st e602 analyzer and the result was 5.63 pmol/l. On (B)(6) 2015 patient 4 initial ft3 iii result was 10.33 pmol/l. On (B)(6) 2015 the repeat result from the 2nd e 602 analyzer was 4.99 pmol/l. No adverse event occurred. The ft3 iii reagent lot numbers used were 185694 and 187432. The expiration dates were not provided. Quality controls were acceptable. It was noted that the customer used sarstedt monovette 13 mm diameter tubes without rack adapters. For the 2nd e602 analyzer, the calibration signals for (B)(6) 2015 and (B)(6) 2015 were on the low end. The calibration signals from (B)(6) 2015 were acceptable. The use of rack adapters is mandatory for 133 mm tubes. If these rack adapters are not used, the sample tubes may be positioned incorrectly leading to incorrect results due to incorrect pipetting volume. During a review of the available data, it was noted that pipetting alarms occurred during the timeframe of the erroneous results. This suggests the presence of clots/fibrins in the sample. Based on the available information, a general reagent issue can most likely be excluded. The potential root cause may be related to an issue with the pre-analytical preparation of the samples. Other possible root causes (reagent pack not at correct temperature, presence of foam/bubbles on the reagent, cleanliness of analyzer components) cannot be excluded.